Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
During a market survey, it was reported that the facility decreased the use of the device due to the intraocular lenses getting scratched or stuck in the device. It was indicated that the intraocular lenses were reloaded prior to injection. Patient harm was not reported. Additional information is not available from the facility.